Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system history, and system log files. In the reported case, the movable rail at the left side of the artis table was slid forward and fixed near its headmost position. The CT sliding gantry was moved towards the table while the tabletop was entering into the CT bore. During this movement, the gantry collided with its cover against the movable rail. The rail pierced the cover and penetrated the area of the rotating gantry below the cover. The rail was slightly bent and the CT covers were damaged. According to log-files analysis, no device deficiency could be identified and the system worked as specified. The movable rail at the artis table, as well as accessories and obstacles, which can be attached on it, are not considered by the collision computer, respectively their position is not monitored. This limitation is explicitly described in the artis instruction for use (IFU) (axa4-100.620.17.01.02), and the IFU contains a warning requesting that the operator shall release system movements carefully and check for collisions at all times. According to the clinical best practice and operator training, axiom artis with a sliding gantry CT (sgct) movements should be performed under the operator's supervision. Before starting scans, a test run in manual mode should be performed to verify that the movement trajectory is free from obstacles. Therefore, the cause was determined to be an individual operator error. The defective parts (cover, rail) were exchanged by the local service organization. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, in combination with a somatom definition as CT system, a collision occurred between the CT scanner and the detachable rail of the patient table top. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.